Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no urine flow from the foley catheter to the drain bag on the day of use. Per follow up via ibc on 21apr2022, the catheter had no blockage but there was a film in the chamber of the bag.

Manufacturer narrative:
The reported event was confirmed supplier related. 1sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 1 drainage bag with inlet tube and sample port connector. Visual inspection of the sample noted attempted to flush the anti-flex drip chamber and observed a blockage. Attempted to penetrate the obstructed area with a pin and it was not easy. Also noted that the inlet tube was connected to both ends of the sample port connector and disconnected from the drainage bag. It was not reported by the user, and it is unknown if the tubing was disconnected by the user in an attempt to check for blockage in the dome. The photo sample provided shows a blockage in the anti-flex chamber. This does not meet specification per procedure which states "drainage tube must be fully inserted in anti-reflux chamber." A potential root cause for this failure mode could be ¿component cm2098 (dome), cm0535 (outlet) and cm2192 (outlet port 90 degrees) out of specification: - obstruction in internal diameter. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not required because labeling could not have prevented this issue. Corrections: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was no urine flow from the foley catheter to the drain bag on the day of use. Per follow up via ibc on 21apr2022, the catheter had no blockage but there was a film in the chamber of the bag. Per follow up via ibc on 06may2022, this is a chamber film issue not foreign material.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,f,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow from the foley catheter to the drain bag on the day of use. Per follow up via ibc on 21apr2022, the catheter had no blockage but there was a film in the chamber of the bag. Per follow up via ibc on 06may2022, this is a chamber film issue not foreign material.